Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 454 mg/dl. The customer had not reported symptoms for blood glucose levels. The customer treated with manual injection and had to call emergency medical service. Customer stated pump continues to alarm no delivery. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2017 at 1:00 pm. The blood glucose value when admitted to hospital was 454 mg/dl. The customer complained about pump continued to alarm no delivery and high blood glucose. The customer cause of hospitalization per healthcare professional's was pump malfunction. Customer declined to troubleshoot for no delivery alarm and the blood glucose was 494 mg/dl. Reviewed alarm history and found that customer was getting bolus not delivered. The product was not returned for analysis.